Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable pulse generator (ipg) was at an uncomfortable location and patient had pain at the ipg site. Patient denies any traumas or falls. A revision procedure was completed on (B)(6) 2019 where the ipg was relocated and new extensions were added. The original surgical wound site has healed. There were no complications during the procedure. Patient was stable.